Event description:
(B)(4).

Manufacturer narrative:
A maquet engineer visited the hospital and found the front pivot of the spring arm was broken. He replaced the spring arm with a new one. This malfunction was previously addressed in the u.s. (B)(4).